Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The device was received with cracked reservoir tube lip, minor scratched display window.

Event description:
It was reported that the customer received a motor error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.